Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the infusion device. The patient collapsed and was found by his father. The father treated the patient with a "sugar boost". The patient's father made him change the insulin cartridge while the patient was having hypoglycemia and the patient did not rewind the piston rod. The patient then inserted a new insulin cartridge with the piston rod partly extended and as the cartridge was attached to the insulin set this delivered approximately 100-150 units of unintended insulin. The patient began vomiting and the paramedics were called. The paramedics administered "glucagon" to the patient before being taken to the hospital. The hospital treated the patient with glucose via IV and syringe. The patient's blood glucose result was 2.6 mmol/l on an unknown device at an unknown time. The patient was released from the hospital on (B)(6) 2016. It was not alleged that the initial hypoglycemia was caused by the infusion device. The infusion device is not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.